Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately during the implant date prior to the date the manufacturer became aware.

Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg) due to a swelling at the pocket site. The patient underwent a pocket revision and was doing well postoperatively. The device remains implanted and in service.